Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The delivery system tether was broken/cut/pulled apart. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial delivery system was returned with only the tether returned. The tether was cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the first device attempt required four repositioning attempts prior to deployment, after which flush/floss was performed and the tether was cut. During tether removal, the tether initially retracted easily for approximately six inches and then became stuck and would not move despite attempts to free it by toggling the tether and moving the delivery system, with the tether reportedly unable to be moved ¿a millimeter.¿ the entire delivery system was then removed back over the tethers after cutting the blue plastic safety piece, and the device was removed through the dilator while still attached to the tether. After removal, the tether was reported to not be twisted or tangled, but to have ¿rough spots¿ and not feel smooth/normal. A second device was then implanted, flush/floss was performed, and the tether was cut; during pulling/removal, the tether again became stuck. The delivery system was removed through the introducer, a snare was passed around one side of the tether and tightened, and the tether was freed by tugging with the snare, allowing the tether to be pulled out through the back of the device. The tether from the second attempt was also reported to have rough patches and not feel normal. The second device remains in use. No patient complications have been reported as a result of this event.